Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking sensation in the neurostimulator pocket a few hours following implantation. It was noted that the pt was getting stimulation fine before the shocking occurred. When interrogated the device was noted to be off. There was some swelling and drainage at the device site and the site was bandaged. Unable to follow up with the contact info provided, hence no add' info was obtained.